Event description:
The customer reported fourteen (14) false positive results with determine hiv-1/2 ag/ab combo test performed in last 7 years using unknown lots on unknown dates. This MFR. Report addresses test two (2) of two (2) for the year 2019. The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using unknown sample type. No information on confirmation testing was provided. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported fourteen (14) false positive results with determine hiv-1/2 ag/ab combo test performed in last 7 years using unknown lots on unknown dates. This MFR. Report addresses test two (2) of two (2) for the year 2019. The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using unknown sample type. No information on confirmation testing was provided. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported fourteen (14) false positive results with determine hiv-1/2 ag/ab combo test performed in last 7 years using unknown lots on unknown dates. This MFR. Report addresses test two (2) of two (2) for the year 2019. The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknow date using unknown sample type. No information on confirmation testing was provided. It was not expected that any of the patients received art. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported fourteen (14) false positive results with determine hiv-1/2 ag/ab combo test performed in last 7 years using unknown lots on unknown dates. This MFR. Report addresses test two (2) of two (2) for the year 2019. The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using unknown sample type. No information on confirmation testing was provided. It was not expected that any of the patients received art. No additional information including patient treatment and outcome was provided.